Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-05793. It was reported that the catheter perforated causing a cardiac tamponade. During a right ventricular outflow tract (rvot) mapping and ablation procedure, an orion and intellanav mifi xp catheter were selected for use. A non-boston scientific steerable sheath was also being used. While mapping in the rvot, one of the catheters perforated. It was unknown which device caused it. It is unclear when the perforation actually occurred. Approximately 3-5 minutes later, the physician first noticed a weak femoral pulse and then the patient's blood pressure started to drop. The patient developed a cardiac tamponade, which could not be drained percutaneously because the bleeding was so perfuse. An electrophysiology (ep) physician was called in to open up the patient's chest and repair the rvot. They found a tear about a 1 cm long in the rvot. The procedure was not completed due to the event. After the procedure, the patient was stable and alert.